Event description:
It was reported that approx 5 mos ago, a pt received a stent for the treatment of a distal femoral and popliteal occlusion. The procedure was performed without any complications and with a good clinical results. About four weeks later a duplex sonography control was performed by an external physician without pathological findings. Then just a couple of weeks ago, the pt was diagnosed with a complete occlusion of the sfa. During the angiography and duplex sonography a multiply fractured stent was displayed in the popliteal area. The stent is not only broken completely in one location, but in two, with a dehiscence of at least 7-8 mm. This condition makes further treatment with catheters impossible. The local surgeon did not see any possibilities for an embolectomy. As a consequence of the fractured stent, the pt urgently required a bypass operation.

Manufacturer narrative:
This is being reported because this device is the same or similar to one marketed in the united states. The sample remains implanted, so it was not returned for a sample evaluation. With the info received to date, the result of the investigation is inconclusive and the root cause is unk.